Event description:
Reportedly, when the physician connected the lead to the subject device, a lot of noise was visible on the test sensing screen. The physician checked the connection, then he disconnected the lead and check with the psa, no abnormalities were observed. The defibrillator was changed but the same issue occurred with a second device, both when the lead was at the apex and at the septum; myopotentials due to the diaphragm was suspected. Finally, the lead was correctly connected to the apex. Preliminary analysis did not reveal a device malfunction.

Manufacturer narrative:
Preliminary analysis of returned device did not reveal an issue with the subject ICD.

Event description:
Reportedly, when the physician connected the lead to the subject device, a lot of noise was visible on the test sensing screen. The physician checked the connection, then he disconnected the lead and check with the psa, no abnomalities were observed. The defibrillator was changed but the same issue occurred with a second device, both when the lead was at the apex and at the septum; myopotentials due to the diaphragm was suspected. Finally, the lead was correctly connected to the apex. Preliminary analysis did not reveal a device malfunction.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, when the physician connected the lead to the subject device, a lot of noise was visible on the test sensing screen. The physician checked the connection, then he disconnected the lead and check with the psa, no abnomalities were observed. The defibrillator was changed but the same issue occurred with a second device, both when the lead was at the apex and at the septum; myopotentials due to the diaphragm was suspected. Finally, the lead was correctly connected to the apex. Preliminary analysis did not reveal a device malfunction.